Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set would not disconnect from the patient line of an amia cassette. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation as an amia cassette set patient connector attached to the female connector of the transfer set. A visual inspection of the patient connector was performed with the naked eye with no issues noted. Functional testing of the connection between the patient connector and the female connector of the transfer set was performed with no issues or leaks noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition of connection issue was not verified on the patient connector of the amia cassette set. The sample met specifications. Should additional relevant information become available, a supplemental report will be submitted.